Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced loss of effective therapy due to high impedances. Surgical intervention was undertaken wherein the extension was explanted and replaced to address the issue.